Event description:
It was reported the black impactor pad broke into 2 pieces during impaction of femoral trial. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified signs of repeated use (nicked/gouged/worn) and the device was found to be fractured. Device was submitted for further analysis. The analysis identified the fracture was consistent with the device fractures analyzed in zrm_wa_0507_19, which indicates overload failure or low cycle fatigue culminating in the overload failure. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.